Event description:
It was reported that during use with 200 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, two hundred tubes overfilled. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated with additional information: d4. Medical device lot #: 3317301 medical device expiration date: (B)(6) 2024 d9. Device available for evaluation? Yes returned to manufacturer on: (B)(6) 2024 h4. Device manufacture date: (B)(6) 2023 h6. Investigation summary: bd received three(3) samples and one(1) photo for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. 3 returned and 17 retained samples from each lot number provided were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
D4. Medical device lot #: 217359 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with 200 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, two hundred tubes overfilled. There was no report of patient impact.